Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted with the stylet in it and dried blood in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous. Lead was found with no fracture and the reported high impedance was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix retraction issues and then lead fractured. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix retraction issues and then lead fractured. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.